Event description:
Customer reportedly received results of 599 mg/dl and 224 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer does not know which test strip vial produced the discrepant results. This medwatch report is for the suspect device used in system 1 (lot number 551584, expiration date 09/30/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.